Event description:
The user facility reported to olympus that the evis exera ll colonovideoscope tested positive for microbial contamination during routine testing. All channels were sampled and over 100 colony forming units (cfu) of viable micro-organisms were observed; however, the specific bacteria could not be isolated or identified. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization process. Pre-cleaning is performed with aspiration and flushing of the instrument/suction channels with water and aniosyme x3 detergent. The instrument/suction channel, suction cylinder, instrument channel port, and balloon channel are manually cleaned using a vityl nova clean brush and aniosyme x3 detergent. The soluscope s4 automated endoscope reprocessor (aer) is used with soluscope cln detergent and soluscope paa disinfectant. The endoscope is stored horizontally. Maintenance and repair of the scope is performed by olympus. The scope was not sterilized. The aer was reportedly microbiologically tested; however, the test results were not provided. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. The device was evaluated and the following defects were identified which do not attribute to the potential adverse event: adhesive rubber glue lifted. Universal cord wrinkled. Insufficient angulation. Play on angulation control knob. The device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. Growth of microorganisms was found through culture testing by the user and olympus after reprocessing. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.